Event description:
It was reported the stretcher lowered from the ambulance deck and sustained damage as a result. The stretcher was empty at the time of incident and no injuries were reported as a result.

Manufacturer narrative:
The subject stretcher was returned to the manufacturer for further evaluation. A visual and functional evaluation was conducted and the reported issue could not be duplicated. There were visual observations of product damage, likely due to the impact from the fall. The stretcher was repaired and returned to customer.

Event description:
It was reported the stretcher lowered from the ambulance deck and sustained damage as a result. The stretcher was empty at the time of incident and no injuries were reported as a result.